Manufacturer narrative:
Age at time of event - 18 years or over. Device codes # 1059 and 2906 relate to component code # 515. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, non-calcified proximal left circumflex (lcx). A 3.00x16mm (B)(4) stent was implanted. An unknown ivus catheter became stuck with the (B)(4) stent. The stent elongated toward lad, although there was no severe resistance encountered. The physician commented that the proximal portion of the stent "was possibly not apposed to the blood vessel". To complete the procedure, an unknown guidewire was inserted through device's stent struts and a kissing balloon technique was performed between the stent struts using 2.25mm and 3.0mm balloons. No patient complications were reported.